Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer reported that a intraocular lens (iol) did not fold correctly during a procedure. There was no patient contact. A new iol and cartridge were used to complete the case. There was no patient harm.

Manufacturer narrative:
The lens was returned in the loading area of the company cartridge. The lens is pressed up instead of down. Inadequate viscoelastic is observed in the device. Viscoelastic is only observed at the loading area. The cartridge has no evidence it was placed into a handpiece. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified iol, company handpiece and viscoelastic. The root cause for the reported issue appears to be related to a failure to follow the dfu. The lens is pressed up against the roof of the cartridge. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step may cause lens delivery issues. In addition, inadequate viscoelastic was observed in the company cartridge. The dfu instructs to fill the device with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in delivery issues or damage. The manufacturer internal reference number is: (B)(4).